Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. The tissue damage resulting in mitral regurgitation (mr) appears to be related to procedural circumstances. The reported dyspnea was a cascading effect of the mr. It should be noted that the reported patient effects of worsening mr, dyspnea and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the increased mitral regurgitation (mr) and tissue damage. On (B)(6) 2013, the initial mitraclip procedure was performed to treat mixed mr with an mr grade of 4. The clip (1019706503) was advanced to the mitral valve, grasping was difficult due to the anatomy. The clip was implanted and mr was reduced to 2-3. On (B)(6) 2017, the patient returned experiencing dypsnea. Echocardiogram was performed and it was noted that mr had increased to 4. The implanted clip remains secure on the leaflets. On (B)(6) 2017, two additional clips (70410u283, 70410u282) were attempted to be implanted lateral to the first clip, however grasping was not possible lateral to the first clip due to the anatomy. The clips were positioned further from the first clip and grasping with the two clips was successful. The physician suspects there is a small tear on the leaflet lateral from the first clip due to the procedure performed in 2013. Mr was reduced to 3. The patient is stable. No additional information was provided.